Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caretaker reported more frequent high blood glucose readings. The caretaker stated that the infusion site was being changed and that the user¿s diet remained consistent. The highest blood glucose reported was 270 mg/dl.